Manufacturer narrative:
Product event summary: the data files were returned and analyzed. No products used for the procedure were returned for analysis. The data files did not show any system notices for the date of the event. There was a reported post-procedure clinical event that occurred; no product malfunction reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that after a cryo ablation procedure that a tamponade occurred and the cause was not able to be determined. The tamponade was drained and the patient remained in the hospital for three additional days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.